Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported having issues with the reservoir. The customer stated that the needle is going in and is pushing against the septum causing the insulin to drip out. No further info was provided.